Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. Customer declined troubleshooting for high blood glucose. Customer also reported priming issue. Customer stated pump would not exit the preparing to prime loop. After troubleshooting, insulin exited and customer was able to prime. Customer insulin pump will be returning for analysis.